Event description:
It was reported to boston scientific corporation that an ultraflex distal release esophageal stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the middle esophagus performed on (B)(6) 2015. According to the complainant, the stent was to be used in a patient with esophageal cancer. During the procedure, the physician partially deployed the stent; however, there was difficulty releasing the suture and the stent suture suddenly broke. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex distal release esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Reported event of stent partially deployed. Reported event of stent deployment suture broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
An ultraflex distal release esophageal stent was returned for analysis. Visual examination of the returned device noted that the distal end of the stent was partially deployed by 34mm from the device. No issues were noted with the profile of the crochet stitches from the point of release from the stent. The deployment suture was inserted through the side port but was not exiting the hub. The deployment suture was withdrawn from the side port and it was noted that it had broken at 910mm from point of release. The deployment suture was frayed at its broken end. During the product analysis, the investigator was able to fully deploy the stent without issue. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the stent was partially deployed. However it was possible to fully deploy the stent during analysis. As it was possible to fully deploy the stent during analysis, the cause of the deployment difficulties was most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex distal release esophageal stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the middle esophagus performed on (B)(6) 2015. According to the complainant, the stent was to be used in a patient with esophageal cancer. During the procedure, the physician partially deployed the stent; however, there was difficulty releasing the suture and the stent suture suddenly broke. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex distal release esophageal stent there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.